Manufacturer narrative:
Event date - october, 2016. Manufacturing date - may 23, 2016 ¿ may 24, 2016. The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was found that a single day infusor was leaking solution from the blue cap even after it was closed. There was no patient involvement. No additional information is available.